Event description:
Medtronic received information that during use of a bio-console instrument, it was reported that the centrifugal pump stopped while instrument was running, the manual rotation handle was used to replace the instrument. The issue occurred on the fifth day of the instrument being in operation. It was stated that an impella seemed to have been used. The customer stated that although fragmented a red display appeared on the monitor. The displayed had turned to an initiation screen. A restart was performed and this cleared the screen to normal. It was stated that it was unclear whether the restart was automatic or performed by the staff. The instrument was replaced to complete the procedure. The hand crank was used to facilitate replacement of the insturment. There was no adverse patient effect associated with this event. Medtronic received additional information that the power went off, and the pump stopped along with it medtronic received additional information that the nurse noticed that the patient's vitals were strange, and upon looking at the bio-console instrument, it was noticed that the power was off. The bio-console instrument was restarted. It was stated that the restart seemed to be automatic, but at that time the red display appeared. Since the pump was stopped, the hand crank was used. After that, the instrument returned to normal, but it was replaced with another bio-console instrument. The bio-console was used in the intensive care unit. The customer stated that it was an environment in which an error could be noticed. The bio-console was used in a supplementary circulation extracorporeal membrane oxygenation "ECMO". It was stated that the issue did not occur repeatedly; the instrument was restarted only once. Medtronic received additional information that the hand crank was used for 15 to 20 minutes.

Manufacturer narrative:
Section e: the initial reporter's first and last name cannot be provided due regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: medtronic service and repair us, reviewed the log and confirmed there is not enough information in the log read out to confirm the complaint or determine the cause of the complaint. The device was checked by japan service and repair and they were unable to reproduce the error. The customer has requested that the console to not be repaired. The information provided in the log was reviewed by service and repair and confirmed issue could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.